Manufacturer narrative:
The customer's meter was received. The alleged malfunction was not reproducible. The product performed according to the specifications. No splotches were observed on the display. The visual investigation of the instrument housing did not reveal any external defects or contamination. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4). There were black blotches on the display of the meter and these blotches obscure the results field of the display. It is possible results could be misinterpreted by the user, but no actual misinterpretation occurred.